Event description:
The customer reported via phone call that the insulin pump had a crack around the battery and reservoir compartment. A prime anomaly occurred when the insulin pump's casing was cracked around the reservoir compartment. Customer's blood glucose level was 89 mg/dl. The customer reverted to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, display window and end cap. The insulin pump was received with missing end cap sticker, minor scratches on lcd window, no cracks or broken pieces at battery tube threads and missing segments due to cracked zebra connector at lcd board.